Event description:
I have had significant problems with animas infusion sets [unomedical inset convatec company]; 23in 9mm ref (B)(4). The needle guard, soft cannula, and introduction needle have consistently been bent. I have tried to insert infusion sets that look to be straight, and only after a series of blood sugars above 400 do I realize it is bent. It takes about 4 infusion sets to find one that is not bent out of a box of 10. I have been using a pump since 2003, and have never had these problems. Dates of use: (B)(6) 2012. Reason for use: diabetic insulin pumping.